Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the piece of the plunger that supports the finger to push and pull on a bd plastipak¿ 1ml insulin syringe was missing.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the incident was observed. The sample sent by the customer was verified and it was possible observe plunger damaged. The potential cause for the problem is a jam at syringe assembly station. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the piece of the plunger that supports the finger to push and pull on a bd plastipak¿ 1ml insulin syringe was missing.